Event description:
The reporter indicated that the device will not program, no telemetry available, and the pacer could not be interrogated. The pt was sensing her own rate at between 71-74 bpm. The reporter also indicated that the device is at end of service.